Manufacturer narrative:
E1: patient country: spain. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issue with tape not sticking and infusion set fell off on (B)(6) 2026.